Event description:
Dear all, I'm writing regarding my breast implants cause illness. I'm (B)(6) y/o, mother of 1. I would like to tell you my journey from being a healthy woman who would work, exercise on a daily basis and never gets tired to a woman who is being trapped amongst the walls, barely can do simple daily activities and out of work in the last 6 months. I got my silicone implants called mentor in 2015 of (B)(6). Hosp called dr (B)(6) in (B)(6). I was told by my plastic surgeon dr (B)(6) that implants are safe, for lifetime and aside of risks of surgery, capsular contracture can happen. And my health issues started after 3 years (there were already some changes before but didn't really pay attention) of getting implants. In (B)(6) 2018 I realized on myself some kind of allergies, including of food, products, dust etc. Constant running nose (sinus infection). I felt my body was just complaining about everything. I felt like I have been constantly poisoned. Losing hair, facial rush. Sooner I started to have swallowing difficulty, weight lost and constant chest pain. Also shortness of breath, heart palpitations. My back and chest muscles are not working properly. I have 24/7 joint, muscle pain. Tried all kinds of medicine what drs recommended but no changes at all. I really felt like all my organs in my body were complaining about every single things I eat, I use, I do. I had all test done what can be imagine, blood works for all the diseases, allergies, MRI, CT scans, ultrasounds, x-ray etc., seen by all specialists of all depts, saying that nothing is wrong with me. All my results came back fine. But I'm not feeling well. Just a couple months ago, I started leaning about breast implant illness and now I'm 100% sure that those implants are the cause of me being so ill. I just can't believe how many women are out there with the same symptoms just like me, feeling like dying and no help or advice at all. Their life is on the edge. We did not want this did not pay for this. Just found the news about FDA recognizes breast implant illness and also a rare cancer linked to implants and asking surgeries and implant companies to alarm their pts about these risks from the 23 of october 2019. Further ingredients in the implants which we never been told should be stated on the packaging and to be told to the consumers, searching on (B)(6) websites, plastic surgeries I hardly can find these info. Also I'm from (B)(6) and just surprised how these risks and news are not in the social media. I'm seeking for an explant procedure in the near future but worried about women who are out there especially from europe where we all speak different languages so info are not reaching everybody just like in the USA. Also would like to ask you if FDA official made these changes regarding breast implant illness, shouldn't be a straight alarm for all private plastic surgeries. Gp's, their past and future pts in the (B)(6) and all europe? I can't see any of these surgeries website that breast implants are causing these serious illnesses? I'm really worried about women and their families who might be going through the same just like me without getting an answer when it's already out there. And I strongly believe (as I spoke to some) that plastic surgeons are still denying these serious illnesses. I would like to ask FDA to make some bigger alarm worldwide if it's possible. We are sick and have the rights to know of what. FDA safety report ID# (B)(4).